Event description:
Customer reported that he had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 437 mg/dl. Customer stated that his insulin pump was not delivering the insulin. Customer stated that he programmed 12 units and he got only one unit. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No unexpected reset noted. Unit was programmed with several boluses and they were delivered. Bolus recorded properly in bolus history. Unit had cracked reservoir tube lip and scratched display window noted during visual inspection.